Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The customer stated that the catheter would not register on the rfg unit after plugged in. Investigation of the returned closurefast catheter on (B)(4) 2014, found damage to the fep coating of the coil approximately 5 cm from the distal tip. The damaged fep coating was viewed under microscope and appeared to have a ruptured of outter sleeve. No patient injury reported.